Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system failed is initial defibrillation threshold (dft) test at 65 joules during implant. It was noted that initially 80 joules was effective. However, when the test was repeated a few days later, 80 joules was not effective anymore. Technical services (ts) examined x-rays which revealed that the electrode was planted in a cranial position and there was air around the pocket that could be contributing to the lack of conversion during dft. Subsequently, the electrode was surgically repositioned and the dft passed. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.